Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer was recommended on replacing the inspiratory block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 was having alarm 300 - "device in failsafe", alarm 400 - "inspiration valve or device leaky", alarm 545-astepinspvalve value out range - failsafe, and alarm 316 - "blower failure". At this time, there is no information for patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation:the log files were reviewed and alarm 545 - "astepinspvalve value out range - failsafe", alarm 300 - "device in failsafe" (consequence of alarm 545),alarm 316 - "blower failure" and alarm 400 - "inspiration valve or device leaky"were logged.root cause of failure was determined due to defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.